Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their leadless implantable pulse generator (ipg) is over-pacing their heart when they are just walking from one room to the next. The leadless ipg remains in use. No patient complications have been reported as a result of this event.